Manufacturer narrative:
This report is submitted on march 03, 2017.

Event description:
Per the clinic, the patient experienced episodes of neck, shoulder pain with device use and pain at the implant site. Subsequently, the patient was prescribed a steroid (date not reported) which resulted in reduction of the pain at the implant site.